Event description:
A patient reported experiencing inaccurate erratic results with an otp meter. The patient's blood glucose results were 256 mg/dl, 185 mg/dl, 150 mg/dl. Tests were done within < 10 minutes with a difference of 32%. Patient did not experience any adverse events. No further information has been reported. Note: in the reported issue notes the results were documented as, "approx 256, then 185, then 150ish.."